Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
Complainant reported that the patient was attempting to be placed on impella cp due to the patient presenting with st elevated myocardial infarction with ventricular fibrillation. The patient was also noted as having chronic total occlusion of the circumflex and right coronary artery, no active diseases, no percutaneous coronary intervention. The patient¿s primary indication was noted as acute myocardial infarction/cardiogenic shock. While on support, on (B)(6)2021, a positioning issue was reported due to concerns over the pigtail being proarrhythmic, the patient is not hypotensive, normal hemodynamics, so decision made to explanted in the cardiac cath lab.